Manufacturer narrative:
The "date of this report" and "date received by MFR" provided in the initial medwatch report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms were noted. Pump error confirmed in pump history due to cold solder joint at keypad assembly. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 97 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed pump error. The customer was advised that the device would be replaced and agreed to return the product for analysis.